Event description:
Ambulance personnel were treating an unwitnessed collapsed pt. The device repeatedly gave connect electrodes message, preventing the operators from analyzing the pt's rhythm. The pt was noted to be extremely diaphoretic. The pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending paramedic's assessment of the pt's lack of viability.